Manufacturer narrative:
(B)(4).

Event description:
A physician informed an international distributor that a patient had experienced redness in the generator area, thought to be an allergic reaction, which resolved. Redness later appeared in the neck/lead area. The patient was to admitted to the hospital for allergy examination and treatment. Follow up revealed that the redness around the generator started in (B)(6) 2015 and the subsequent redness around the neck/lead area started at the beginning of (B)(6) 2016. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Requests to obtain further relevant information have been unsuccessful to date.